Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and air flows back into the side port issue occurred. It was reported that the hemostatic valve was sucking bubbles. Air was not introduced into the patient. The physician put their thumb over the valve to eliminate any bubbles. No medical intervention was required. When the sheath was replaced, the issue resolved, and the case continued. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequences were reported. With the information available, this event was not assessed as a patient event but as a MDR reportable product malfunction.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device 00001805 number, and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).